Event description:
The customer contacted physio-control to report that their device powered off on it's own a few times, with charged batteries. In this state the device may not be able to deliver defibrillation therapy if needed. It was reported that in one incident, the crew was unable to obtain a 12 lead ECG. The customer reported that there was no detriment to patient care, or harm to the patient, as a result from this issue. In the other incidences, the crews were able to complete any actions using the monitor with just a short delay after restarting the monitor. There was not any injury or harm to any of the patients involved and any delay would have been under just a couple minutes until the monitor was restarted. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Corrected data: section b3 event date of the initial medwatch report indicated: (B)(6) 2020 section b3 event date of the initial medwatch report should indicate: (B)(6)2020 physio evaluated the device electronic data, and found that the actual date of the shut down event was (B)(6) 2020. Based on this review, it was recommended that the device download cable be replaced. It was also observed during physical evaluation of the device that that the negative battery pin in one of the battery wells was pushed in.

Manufacturer narrative:
The customer was unable to provide any further information. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customers device and verified the reported issue through review of the electronic device records. Physio replaced the device's rear case. Unrelated repairs were completed and after proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The root cause of the reported event was not determined.

Event description:
The customer contacted physio-control to report that their device powered off on it's own a few times, with charged batteries. In this state the device may not be able to deliver defibrillation therapy if needed. It was reported that in one incident, the crew was unable to obtain a 12 lead ECG. The customer reported that there was no detriment to patient care, or harm to the patient, as a result from this issue. In the other incidences, the crews were able to complete any actions using the monitor with just a short delay after restarting the monitor. There was not any injury or harm to any of the patients involved and any delay would have been under just a couple minutes until the monitor was restarted. There was no report of any adverse effect to the patient as a result of the reported issue.